Manufacturer narrative:
The router subject to this event was returned for evaluation, it was visually confirmed that the router was broken. Investigation results indicate that there was variation in flute geometry which may potentially contribute to the router breakage.

Event description:
It was initially reported that a router was getting stuck in the handpiece drill. It was subsequently reported that during service conducted at the manufacturer a broken router was found inside the handpiece. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was initially reported that a router was getting stuck in the handpiece drill. It was subsequently reported that during service conducted at the manufacturer a broken router was found inside the handpiece. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.